Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator exhibited high out of range shock impedances on the right ventricular lead. The increase in shock impedances was noted to be gradual until values reached 139 ohms. Troubleshooting in other vectors was performed, but the impedances were even higher. At this time, no programming changes were made and the products remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated a commanded shock was performed. Shock impedance values were observed to still be greater than 125 ohms. No additional adverse patient effects were reported.